Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that after starting resistance exercises through cardiac rehabilitation, the implantable pulse generator started ¿over-pacing.¿ re-programming was performed by reducing the sensitivity. Following, the patient reported the sensitivity ¿changed again¿ and the patient questioned a device orientation change relative to the internal sensor/position of the axis. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Re-programming was again performed. Also, the patient experienced shortness of breath during magnetic resonance imaging (MRI). No further patient complications have been reported as a result of this event.